Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced pain with right ventricular pacing. A procedure to reposition the right ventricular lead higher in the right ventricular septum was completed. The patient was stable